Event description:
It was reported that the pump has stopped all insulin delivery. There was no pt involvement, as the pump was not being used on a customer at the time of the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.